Manufacturer narrative:
The product was investigated at the manufacturing facility. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The load cell verification was within tolerance. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler.

Event description:
During a technical support call, a peritoneal dialysis patient reported a drain of 3665 ml from a fill of 2000 ml in the third cycle of a ccpd therapy session. That drain volume is 183% of the fill volume, which meets the criterion for a reportable episode of increased intraperitoneal volume (iipv.) The patient's nurse reported that the patient experienced no adverse event as a result of the event.